Event description:
It was reported that the right ventricular lead exhibited noise, over sensing and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the lead was returned in two pieces. The proximal coil and proximal insulation were crushed/ damaged at 37.1 cm to 39.2 cm as a result of clavicular crush.